Event description:
It was reported that patient presented in clinic after receiving inappropriate high voltage therapy. Noise was observed on all three leads. Noise was reproducible with isometrics. The lead was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.